Event description:
The patient's gesco peritoneal dialysis (pd) system was leaking at the stopcock. The dialysis set up was leaking at the stopcock. Dialysis nurse was paged and changed the entire set up. The faulty set up was saved and given to the supervisor. We are awaiting a response from the MFR.